Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose. Customer's blood glucose value at the time of the incident was 400 mg/dl. It was not reported if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer stated that they were getting sensor updating alert but no change sensor alert occurred afterwards. Customer was advised to change sensor. The product will not be returned for analysis.